Event description:
It was reported that on (B)(6) 2021 the patient sustained broken ankle from falling off ladder. On (B)(6) 2021 the patient underwent the first open reduction internal fixation (orif) surgery with log rod, screws and pins. On (B)(6) 2022 bone graft and additional intervention were done due to delayed healing. CT scan taken on (B)(6) 2022 discovered that the pin was snapped and overall bone was damaged. Maleous screw broken increased distortions of metal facture. Oblong fixation screw is broken. It broke off in the middle of his bone and couldn't get it out. Patient states he is not able to work again, and has severe pain. This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent open reduction internal fixation right pilon due to fell off of ladder . He severely fractured his right ankle. Followed up with planned second surgery on (B)(6) 2021 for open reduction internal fixation right medial malleolus fracture. On (B)(6) 2022 the patient states that he fell off his mobility scooter, went to emergency room and had x-ray exam. The patient presents with constant right ankle pain localizing in the medial malleolus and left foot pain, achilles tendon area. Patient states right medial malleolus pain level currently at 7/10, pain at rest 5/10 right, severity of pain 10/10 right. Left achilles tendon area, currently at 9/10. Positive marked palpation tenderness left achilles tendon, right numbness, right medial malleolus with incision completely healed. Positive hypertonicity left gastrocnemius muscle. Positive right calf muscle atrophy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the unk - screws: trauma is visible at the bone with signs of fracture and the screw body appears to be broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.